Manufacturer narrative:
The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. While testing the motor outside the unit, however, the test system alarmed pump error 38 during motor rewind. After further review, the motor was unable to turn because the gearbox would jam occasionally. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm during basal. Customer was assisted with clearing the alarm. Customer stated that they performed self test and insulin pump passed it. No harm requiring medical intervention was reported. The device was returned for analysis.